Event description:
It was reported the during manipulation efforts to advance the thumb switch, the vessel was perforated and required a stent to be placed.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.